Manufacturer narrative:
The console or components were not returned for analysis. However, the console was serviced onsite by a field service engineer (fse). During functional evaluation, the fse noticed that the problem was the lateral (x&y) position of the aiming beam coming from the micromanipulator relative to the microscope field of view (fov). When the joystick is centered on the manipulator and mounted to the zeiss microscope, the centered aiming beam is outside of the fov. This is caused from the mounting bracket not being the correct bracket for this manipulator attachment. The dovetail bracket on the manipulator fits loosely into the zeiss bracket. This variance causes the manipulator to sit incorrectly thus causing the out of alignment issue. After the fse adjusted the micromanipulator, the issue was resolved, and the unit was within specification. Based on available information, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that the micromanipulator needs alignment. The device is working, however the alignment seems to be off to the left when it is in use. There was no patient involvement.

Event description:
It was reported that the micromanipulator needs alignment. The device is working; however the alignment seems to be off to the left when it is in use. There was no patient involved.